Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. About 3 months after the alleged issue begun, the reporter claimed the patient had symptoms of frequent urination and headache. The patient was administered novalog insulin (15 units) as treatment. The patient obtained a blood glucose result of "hi" with another device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.